Event description:
Product analysis was completed on the ac adapter on (B)(6) 2015. No anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications.

Event description:
On 11/23/2015 the power cable was received for product analysis. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2015 it was reported that the physician has a "faulty"; power supply for his tablet. The therapeutic consultant stated that he performed troubleshooting by using his own power supply and it was able to charge the tablet of the doctor and the doctor's own power supply was not able to. No patient was affected by this. The power supply cable has not yet been returned for product analysis despite attempts for its return.